Event description:
It was reported that the lead was removed and replaced due to oversensing. Additional information reported high thresholds, high impedance, no capture and apparent conductor fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku